Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4196-88 lead, implanted: (B)(6) 2012; 5086mri-45 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.